Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a button error alarm on her insulin pump. It was also the screen was temporarily frozen, which was resolved with a battery change. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 207 mg/dl. Nothing further was reported.

Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarms noted. The insulin pump was monitored and time clock advances. No frozen display was noted. The device was received with cracked reservoir tube lip, cracked display window, minor scratches on display window and cracked case near display window corners, which were noted during visual inspection.